Manufacturer narrative:
Date sent: 2/19/2009: information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the active blade broke outside the patient when the or nurse wiped it with a soft cloth. Another device was used to complete the procedure. There were no adverse consequences for the patient.